Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported via the stryker facebook page, "I had a stryker tkt on my left knee in (B)(6) 2020. At 7 months I woke up and a bunch of b-b like things had come to surface. The surgeon said they were internal sutures that weren't to come out but they did and I was told it was cosmetic and they would leave them alone. Well, I complained of burning pain continually from that time forward and at one year I was told some people still have pain after one year. So I walked on that painful knee for 9 more months till I asked another surgeon, who just did my shoulder surgery. He said the sutures were my problem. He was right and after his surgery to remove them, I had to deal with all the issues of damage from walking on that painful knee, it band issue, etc. After a lot of pt it became much better, no burning pain, but always stiff. Then I fell on that leg on thanksgiving 2023 and had to get a new left hip. I now have one leg longer than the other. The hip seemed okay but I had extreme sharp pain inside the left knee cap with any movement. I also had it buckle on me and it was swelled and hot. My hip surgeon did knee x-rays and blood work to rule out infection said it didn't show any damage and the pain was blamed on the leg length discrepancy. But, feb 25 I got on an elliptical and that night the inside pain was gone and it only felt bruised and the usual stiff. The intense pain inside my knee is gone but I still have a very stiff knee and very sore around that knee and now hip issues due to a longer leg. Should I blame the leg length discrepancies now? Could I have thrown that knee out of alignment on that thanksgiving fall? If I am told I ever need to get my right knee done I am thinking I might feel suicidal. I knew I needed a new left knee but damn I went through hell and I am a mother of 4 kids and have never been known as a wimp. Every story I hear of people with no problems with their new knees, it infuriates me that I wasn't so lucky."